Event description:
It was reported in a transcarotid artery revascularization (tcar) procedure, a dissection was caused by enroute 0.014 guidewire which occurred 1 cm distal to the tip of the sheath on mid common carotid artery and led to additional stent placement to cover the dissection. It was reported that the procedure was completed successfully and the patient is neurologically intact.

Manufacturer narrative:
A follow-up MDR is being submitted to update the unique device identifier under section d4: unique identifier (UDI) #.

Event description:
This supplemental MDR is being submitted to update the unique device identifier under section d4: unique identifier (UDI) #. There is no change to the initial reported event.